Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an performa meter, compared to a lab result, within 10 minutes: 5.3 mmol/l (performa meter) and 2.8 mmol/l (lab). No adverse event reported. The product cannot be returned for legal and customs issues.